Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon sticking to the stent occurred. In 2004, the physician placed a taxus express2 8.8% 2.5 mm x 16 mm drug eluting stent in the diagonal after predilating with a maverick balloon. The balloon was inflated to 14 atms, successfully deploying the stent. The balloon was then deflated and became stuck to the stent. The physician waited for 10 seconds to let the balloon fully deflate before attempting to remove it. The physician attempted several maneuvers to remove the balloon including: advancing the balloon, twisting the balloon catheter, and re-inflating the balloon. Finally the balloon separated from the stent and it was removed as a unit intact. No patient complications or injuries were reported.